Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation of the first tubing, it was noted that the neoprene sleeve was collapsed/compressed. It was also noted that the connector appears bent. The second pump tubing had no problems noted upon visual inspection. Upon functional testing, the tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. The device functioned as required. Additional testing with a fixture confirmed no leaks were present at the connector area. For the first tubing, the cause can be attributed to misuse such as unplugging and plugging the pressure line connector into the pump, thereby causing a pressure decay or spiking the bags of fluid and allowing fluid to migrate through the tubing before plugging the pressure line connector into the pump. No problems were found with the second tubing.

Event description:
On 2/3/2023, it was reported by an arthrex employee via sems that an ar-6410 pump tubing pressure continued to rise. This was discovered during a procedure on (B)(6) 2023. The case was completed by using a new ar-6410 with no patient harm.